Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is leaking helium. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the rear handle and screws. The fse observed that the cart was bent at the anterior left side due to heavy use resulting in the console misaligning with the cart. Unit was dropped from a helicopter. Multiple attempts were needed to ensure a tight connection of the quick disconnect and to ensure that there was no leakage from the o-ring. The fse ran all tests in accordance to the manufacturer's specifications. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) (B)(6). The failure analysis and testing dept. Received the following parts associated with this complaint: handle, rear. Screw, flathead qty: (B)(4). Parts were received with a reported failure of a console handle malfunction. The fat performed a visual inspection and found the rear handle to be damaged. Flathead screws were all in good condition. Fat confirmed the failure for the part but no root cause defined.

Event description:
N/a

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) is leaking helium. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is leaking helium. There was no harm reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.